Event description:
This device was implanted and during the implant the competitive rv lead had high dft's and did not rescue the patient. The physician did not want to try a dual coil rv lead, so he closed the pocket and called for a competitor's ICD. The competitors ICD had the same results so the physician ended up implanting the competitor's ICD and a dual coil rv lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos, 17 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. Confirming the clinical observation, the inspection revealed four defibrillation threshold tests, where the fibrillation could not be terminated according to the programmed shock energies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly, the final acceptance test proved the device functions to be fully functional. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. Confirming the clinical observation, four defibrillation threshold tests were performed without therapeutic success. Based on the available data the root cause of the clinical observation could not be determined. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.